Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), undersensing, impedance issues that was greater than 2000 ohms, pacing did not deliver when required as the lead was found to be fractured and damaged at the lead body. There was no asystole. This lead was surgically abandoned. The patient experienced sustained bradycardia. No additional adverse patient effects were reported.